Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion located in the distal circumflex in a patient with no previous coronary intervention history who was experiencing angina. The 2.5x33 mm xience xpedition stent was implanted at 8 atmospheres (atms) successfully. Post-dilatation of the deployed stent was performed with a 2.75x8 mm non-abbott balloon catheter at 18 atms, twice. Post-deployment intravascular ultrasound examination confirmed that the deployed stent implant was well-apposed to the vessel wall. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, the patient was experiencing angina. Angiography revealed thrombosis inside the deployed stent. Thrombus aspiration and balloon angioplasty was performed successfully for treatment of the thrombosis. On (B)(6) 2015, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.